Event description:
It was reported that during an implant procedure, this right atrial (ra) lead exhibited noise. The ra lead was discovered to have insulation damage under fluoroscopy imaging. The ra lead was removed and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted cuts in insulation likely due to explant damage and found dried blood/tissue in the lumen due to the damaged insulation. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead exhibited noise. The ra lead was discovered to have insulation damage under fluoroscopy imaging. The ra lead was removed and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return for analysis.